Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezb0252 showed no other similar product complaint(s) from these lot numbers. Device has been discarded.

Event description:
It was reported that during the procedure, the catheter cracked at its distal end (cardiac). A new catheter was used to complete the procedure.